Event description:
It was reported that when using the zimmer skin graft mesher, the skin was sticking to the screen and tearing the skin. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the MFR for evaluation and it was determined that the device was damaged and could not be calibrated. The roller and side plates were also damaged. Parts replaced included; roller, side plates, bushings and comb. The device was repaired, calibrated and returned to the customer. A review of service records indicate that the device was purchased in 1992 and has been returned to the MFR for repair or preventative maintenance annually.